Manufacturer narrative:
The cycler was returned for evaluation. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance during the treatment, weighed and recorded the amount of fluid in the pseudo-patient bag after each fill, and compared the weighed fill values in each cycle with the treatment¿s programmed fill setting the system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported he had accidentally made changes to his treatment settings and had added more cycles than intended. The settings were adjusted. While correcting the settings the patient reported he had a large drain during the previous treatment. Treatment data was reviewed and fill 4 was 2372 ml. The patient had 105 minutes of dwell time followed by 48 minutes of drain time. The patient drained out 4503 ml. He did not report any discomfort. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event due to the potential overfill. The reported large drain of 4503 ml was 190% over the expected drain volume which resulted in a reportable device malfunction.